Event description:
It was reported that as the physician was inserting the intraocular lens during routine cataract surgery, he observed a defect with the haptic. During removal of the damaged iol he tore the posterior capsule. Another lens was implanted.

Manufacturer narrative:
The device was received cut in four pieces with one distorted haptic attached. The lens met all manufacturing specifications prior to release. While we were unable to determine the origin of the damage our investigation reasonably suggests it is not manufacturing related.